Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 3 months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve due to stenosis caused by calcified leaflets. Moderate insufficiency was also reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 12 years and 3 months post valve implant, a transcatheter valve was implanted valve-in-valve due to aortic stenosis caused by calcified leaflets. Moderate insufficiency was also present. No additional adverse patient effects were reported.